Manufacturer narrative:
Review of the available programming and diagnostic history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery due to lead discontinuity. The explanted devices have not been returned to date. Review of the available programming and diagnostic history showed high impedance was observed on (B)(6) 2015.